Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing shocking sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned. No further information has been obtained despite good faith efforts.